Event description:
N/a.

Manufacturer narrative:
An event of a material split tip on the dilator was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported material split could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 14f amulet delivery sheath was chosen for a procedure. During the procedure, when the delivery sheath was advanced over the guidewire, the physician noticed in angiography that the guidewire was exiting from the side of the dilator, indicating damage to the sheath dilator. The device had been properly prepared according to the IFU, and no visible damage was noted on the package prior to use. The delivery sheath had come into contact with the patient¿s body during the procedure. Following identification of the issue, the procedure was subsequently completed with a new 14f amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure, with no clinically significant delay and no adverse patient effects reported.